Event description:
It was reported that there was a travel course error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of ¿a travel coarse error¿ was confirmed by checking the alarm history. The suspected cause was worn out clutch parts. The left and right clutch, clutch spring, worm coupling, and motor were replaced to correct the check clutch error. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.